Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump was not charging despite being plugged in. Subsequently, the battery gauge was fluctuating which resulted in the pump shutting down. The customer's blood glucose was 121 mg/dl. Reportedly, the customer successfully powered the pump on was able to charge the pump up to 100%.